Event description:
It was reported that there was air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. There was nothing found during troubleshooting that could have caused or contributed to the reported event. The technical services representative advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.